Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) connected with the customer and confirmed that the issue was resolved. The system was back online, syncing with myqlink, and fully functional. The system functioned as intended after the technical support specialist investigated the incident.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, system cabinet was down. The customer reported performing a hard reboot by unplugging the power cords and leaving the station unplugged for a few minutes. While unplugged, the outlet was tested with a phone charger and worked fine. After reconnecting the power cords and using the power button underneath the monitor, the station had still failed to turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.